Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp) during the case. A double-stop was performed to monitor the pnp, though the case continued and was completed with cryo. Following the case, the patients pnp had not fully recovered. No further patient complications have been reported as a result of this event.